Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noise, which resulted in an inappropriate shock. The device was reprogrammed to monitor only. Approximately four months later, pacing impedance measurements were greater than 2,000 ohms. A health care provider (hcp) reported that there was a possible fracture on the rv lead. The patient's physician had elected to wait until the device was explanted to perform a lead revision procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed a lead fracture approximately 24cm from the is-1 terminal pin, noted to be the area of suture sleeve tie-down.

Manufacturer narrative:
--

Event description:
Additional information was received that this lead displayed noise, resulting in inappropriate shocks, along with pacing impedance measurements greater than 2,000 ohms. A fracture was suspected. A revision procedure was performed and this lead was explanted. No adverse patient effects were reported during the procedure. The lead was returned for reliability analysis.